Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) device experienced a syncopal episode. The physician contacted technical service consultant for assistance with having the patient transmit data through the home monitor. Several attempts to obtain additional information have been unsuccessful. The patient's home monitor has not transmitted any data since december 2021. The device remains implanted. No additional adverse patient effects have been reported.